Event description:
Nurse called reported the hospitalization. Customer admitted to ICU and unable to speak. The last blood glucose taken was 345 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.